Event description:
Facility reported that "machine was alarming. Noted that patient's arterial needle was dislodged. Noted approximately 400cc of blood around patient's chair. Dated (B)(6) 2009, based on (B)(6) feedback, the patient was active and seemed restless on that day." The set dislodged from patient's access after 1 hour into treatment.

Manufacturer narrative:
Review of returned sample: neither sample nor picture was returned for review. Review of preserved samples: performed visual inspection on appearance of preserved samples (n=5ea). No abnormality was observed on the preserved samples. Review of device history records (DHR): qa incoming, in-process and final inspection records: records were checked and no discrepancy was reported. Production inspection records: records were checked and no discrepancy was reported. No process deviation and rework was associated to this complaint. Investigation of possible cause: jms (B)(4) man, machine, material method and environment was not the cause of the incident. From manufacturing records, qa records and preserved samples review, there was no abnormality associated to this product lot upon investigation. Actual cause was unlikely to be related to our manufacturing process. Based on (B)(6) feedback, the patient was active and seemed to be restless on that day. Moreover, the set was dislodged from patient's access only after one hour into the treatment. The movement of the patient during the treatment, the gravitational pull on the avf set, poor adhesion strength of the tape and patient's perspiration are possible factors that might result in the dislodgement of avf set from the patient's access, resulting in blood loss. Conclusion: based on the information gathered by (B)(6), we suspect that the needle dislodgement might have occurred due to the patient being active and restless on that day. There was no malfunction for the needle itself. From our preserved sample evaluation and DHR review, the complaint lot met the product and quality specifications prior to releasing it into the market. No corrective action will be applicable as reported incident is not related to any malfunction of our products.